Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer states the cables coming from the back of the motors keep coming out and this issue has left him stranded multiple times.